Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 devices were evaluated in the field and the issue was confirmed; the device had alignment issues and broken/damaged components. The device was repaired and returned. 1 device was not evaluated as it could not be located by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported the brakes or steer were difficult to engage. There was no patient involvement.